Event description:
It was reported that the image on the left monitor of the 9900 system is completely dark. It was noted that this happens intermittently during cine playback of peak opacity when the user saves a frame and then in the image directory selects that saved frame for review. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Reloaded the system m-4 software and replaced the vortex image processor board. The system was tested and found to be working as intended and placed back into svc.